Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.7mm, vicm6 13.7, -02.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Problems with distance ucva post 1 month was observed. The lens was explanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown, ucva: 0.5, bcva: 1.0 rx: 1.25/0.00/000" claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm6 13.7, -02.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Problems with distance ucva post 1 month was observed. Lens remains implanted. Cause of the event is reported as unknown, ucva: 0.5, bcva: 1.0 rx: 1.25/0.00/000". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.